Event description:
It was reported by the patient that she underwent a fatty tissue excision procedure from the right lateral chest wall (B)(6) 2013 and topical skin adhesive was used under steri-strips to close the three inch incision. The patient had a skin reaction post-operatively with blisters, redness, and extreme itching on and around the incision area. Currently, the patient is taking benadryl, cortisone cream, and medrol to control the signs/symptoms of the reaction. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.